Manufacturer narrative:
The following lot history record of the sterile implant and individual component part were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description, part number, lot number: minibunion non-locking screw 3.0mm x 24mm - sterile kit, 3100-2716nl, 5000720; minibunion non-locking screw 3.0mm x 24mm component, 280246, 103484.

Event description:
Doctor performed a minibunion surgery on (B)(6) 2019. At 13 weeks post-operation during a follow-up visit on (B)(6) 2019, an x-ray revealed a broken non-locking screw in a minibunion plate. There is no resolution to date for this case. Doctor reports that the patient is doing fine, and he has no plans to revise this patient or remove hardware